Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve sets had flow issues and rose in pressure during their infusions. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have not seen or heard of a successful angio study using the new heplocks. The night tech tried on a couple different patients and it created so much pressure on one of the patients that it pushed the IV out of the patient¿s arm. Another tech scanned a patient for a protocol that was a delayed arterial angio and so he dropped the pressure to only 3.0cc/sec (angios need to be done at 4.0 to 5.0 cc/sec for a successful study) and the... Injector monitor... At only 3.0cc/sec it was getting to the pressure limit and if the injector hits that limit multiple times it will just stop the injection and then you will not get the full amount of contrast for the study and it will be an unsatisfactory scan and undiagnostic. I had another incident a couple of weeks ago. I was testing a CT chest angio with the IV started from the ER and with just saline I had to abort the injection because it was hissing and was raising in pressure to the pressure limit and I aborted it before it got to that point... It reached 200psi when I aborted it. I then had to very carefully remove the tegaderm and tape from the IV and heplock and remove the heplock, which is very hard to do and not pull out the IV or leak blood out of the catheter. I then replaced it with one of the blue heplocks. I did another test injection of saline and the pressure only reached 25-30psi... During the injection of the contrast, which is much more viscus than saline, it only reached a pressure of 150psi... There is no way I would have been able to inject that contrast with the new heplock, the injector would have aborted the injection and thus aborting the scan... I tried another test injection of saline and the pressure got too high and I had to abort the injection. I then changed the heplock to the blue one and it worked just fine during the test injection of saline and during the injection of contrast."

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of high pressure increases while using the heplocks could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because the lot number is unknown. The root cause of this failure could not be identified without a returned sample failure investigation. Our clinical team was brought in to help with the issue, and we found there was likely an occlusion somewhere in the 2000e. There have been occlusions happening in 2000es, and the model is currently under a project to reduce the risk of future occlusions happening. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve sets had flow issues and rose in pressure during their infusions. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have not seen or heard of a successful angio study using the new heplocks. The night tech tried on a couple different patients and it created so much pressure on one of the patients that it pushed the IV out of the patient¿s arm. Another tech scanned a patient for a protocol that was a delayed arterial angio and so he dropped the pressure to only 3.0cc/sec (angios need to be done at 4.0 to 5.0 cc/sec for a successful study) and the... Injector monitor... At only 3.0cc/sec it was getting to the pressure limit and if the injector hits that limit multiple times it will just stop the injection and then you will not get the full amount of contrast for the study and it will be an unsatisfactory scan and undiagnostic. I had another incident a couple of weeks ago. I was testing a CT chest angio with the IV started from the ER and with just saline I had to abort the injection because it was hissing and was raising in pressure to the pressure limit and I aborted it before it got to that point... It reached 200psi when I aborted it. I then had to very carefully remove the tegaderm and tape from the IV and heplock and remove the heplock, which is very hard to do and not pull out the IV or leak blood out of the catheter. I then replaced it with one of the blue heplocks. I did another test injection of saline and the pressure only reached 25-30psi... During the injection of the contrast, which is much more viscus than saline, it only reached a pressure of 150psi... There is no way I would have been able to inject that contrast with the new heplock, the injector would have aborted the injection and thus aborting the scan. I tried another test injection of saline and the pressure got too high and I had to abort the injection. I then changed the heplock to the blue one and it worked just fine during the test injection of saline and during the injection of contrast."